Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement of less than 200 ohms. The field representative reported that the cause of low pli was not determined. The pacemaker was explanted due to normal battery depletion while the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.